Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The technical service engineer reinstalled remote support services v4.12 and ensured that the "dependencies.xml" file had the correct program file path and rebooted to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that the device stuck on carefusion screen. The customer reported that able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.